Event description:
Patient presented to ultrasound department for an ultrasound guided liver mass biopsy. First specimen was collected successfully via the bard maxcore biopsy device. The second biopsy yielded no specimen. A third attempt was made which again yielded no specimen. At that point the radiologist discarded the maxcore needle and selected a bard mission needle to attempt further biopsies. Attempts 4 and 5 with the mission needle were successful, both yielding specimens. The failure resulted in 5 total sample attempts instead of the originally intended 3 passes. Of note, the bard maxcore is not our standard biopsy device, but has been in use periodically over the last few months as a result of backorder of the bard monopty device. The actual biopsy needle was discarded during the procedure, but the packaging containing the lot number was given to the risk management team. The radiologist shared the circumstances with the patient during recovery. From radiology report: a total of 5 passes were made with an 18 gauge core biopsy system. 1st 3 passes were made with a bard 18 gauge core biopsy needle which obtained a core of solid red tissue on the 1st pass but which failed to produce any sample on the next 2 passes.